Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level 400 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The left belt clip rail broke off. The s/n label located between the belt clip rails is illegible. Finally the middle (enter) keypad button is cracked. The information provided in section date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided in section date of event with the initial report was incorrect. The correct information was (B)(4) 2017.